Manufacturer narrative:
Follow up #1 submitted: 04/20/2013 device evaluation: review of the black box and download history revealed the last bolus and basal deliveries were on (B)(4) 2013 and the total daily doses added up correctly to reflect the user¿s programmed basal rates. There were only typical usage alarms in the alarm history. The pump was exercised for 29 hours and was found to be delivering within specifications. The complaint was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that he has experienced elevated blood glucose (bg)recently up to 401mg/dl with a dull headache and nausea. The patient stated that he delivered a correction bolus and changed his site in response to the elevated bg. The patient confirmed that basal rates are correct and were just adjusted by his healthcare provider (hcp) that same day. Customer technical support (cts) reviewed the pump with the patient and found all settings and histories are correct. The patient denied any site or set issues. Cts advised the patient that troubleshooting reveals the pump is delivering as intended, however the pump was replaced since the patient and the hcp have lost confidence in the pump. The reported bg excursion does not meet the definition of a serious injury. However, this complaint is being reported due to the allegation of a non-specific pump malfunction.